Manufacturer narrative:
(B)(4) - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.upon opening the package of the 2.25x16mm taxus liberte atom stent, a stent strut was found to be raised. No patient complications were reported and the patient's status is okay.